Event description:
Customer reports, during a laparoscopic cholecystectomy, the retraction graspers of the non-toothed type were placed on the neck of the gall bladder. There was a mechanical failure and the non-fixed blade of the grasper fractured at the neck and broke. The piece was retrieved and x-ray showed no remanants. No injury is reported.